Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system - non-dehp solution set broke. Additionally, the "¿primary tubing y-sited at lowest port as kvo. While trying to disconnect the other primary tubing that was y-sited, end of the tubing broke and left a piece stuck at the lowest port. Had to change both tubing.¿ the event occurred during an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.